Event description:
According to the reporter, the doctor reported a tip shear during biopsy procedure. After post films were taken, it was confirmed that only the marker was in the breast and no other fragments. The doctor confirmed the tip of the marker applicator was stuck in the probe needle. The issue occurred after the procedure. The procedure was successfully completed with this device. Marker is in the breast but migrated a little per radiologist. No patient complications were reported.

Manufacturer narrative:
The mammomark biopsy site identifiers are composed of a bioresorbable collagen plug embedded with a non-resorbable permanent radiopaque titanium wire marker. Each mammomark site identifier is packaged sterile in a flexible, disposable applicator for single patient use. The packaging also includes a sterile marker sheath at the distal end of the applicator shaft designed to retain the marker within the applicator shaft prior to use with mammotome revolve biopsy probes. According to the reporter, the doctor reported a tip shear during biopsy procedure. After post films were taken, it was confirmed that only the marker was in the breast and no other fragments. The doctor confirmed the tip of the marker applicator was stuck in the probe needle. The issue occurred after the procedure. The procedure was successfully completed with this device. Marker is in the breast but migrated a little per radiologist. No patient complications were reported. The device was not returned for evaluation. The radiopaque tip of the mammomark applicator shaft may shear when the marker applicator is rotated or removed independently from the probe. The probability of a tip shear can increase as a result of the following: improper deployment of the collagen plug from a failure to align the mammomark applicator as specified. Inserting beyond the appropriate color depth indicator band. Failure to advance plunger completely during deployment. Failure to ensure the cutter is fully retracted before placing the marker through the probe. Applicator not inserted fully. Diagnostic tissue remaining in biopsy probe needle aperture during marker insertion and deployment. This failure mode and the resultant harm is a predicted misuse. The current procedural occurrence confirms that this has been reduced as far as possible. Although no patient/user injury occurred, we are reporting this event as this failure mode has been reported in the past.

Manufacturer narrative:
The initial report was submitted 15-may-2024. The purpose of this follow up report is to include the missing d4 catalog number and correct g1 contact office - manufacturing site (state abbreviation).